Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
(B)(4). A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date.

Event description:
Device box changed due to the recent lithium crystal deposit fcsa. The battery was behaving normally (no evidence of early depletion) but the patient was pacing dependant so a clinical decision was made to replace the device.